Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in a stored untreated and an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined that there was low r-wave amplitudes. Rhythmcare provided further troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in a stored untreated and an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined that there was low r-wave amplitudes. Rhythmcare provided further troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.